Event description:
It was reported that patient was experiencing inadequate stimulation despite a reprogramming attempt and feels like the battery was causing pain and discomfort. The patient was prescribed with medications.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient was experiencing inadequate stimulation despite a reprogramming attempt and feels like the battery was causing pain and discomfort. The patient was prescribed with medications. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were kept by facility.